Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after surgery, the patient experienced blurry vision at distance, patient remained myopic after surgery. The iol was exchanged for another unknown atiol following the initial implant procedure. Additional information has been requested.